Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause has been unknown; however, there is a possibility that cut and peeling of the ultrasonic transducer surface occurred by external stress such as hitting or rubbing.

Event description:
Olympus medical systems corp. (Omsc) was informed that the ultrasonic transducer surface of the device cut and partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.